Event description:
A power source alert was reported by the caller, indicating an issue with the pump not charging even after attempting to use both a third-party wall adapter and a different charging cable. There was no reported adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to continue using the current pump until it shut down, at which point they would switch to multiple daily injections. Tandem technical support confirmed the customer¿s shipping address and arranged to replace the pump, providing instructions for returning the problematic device.